Manufacturer narrative:
It was reported that the device was lost, therefore will not be made available for analysis. This report is submitted on june 20, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed a methicillin-resistant staphylococcus aureus in 2004 (specific date not reported). Subsequently, the device was explanted (date not reported). The patient has since been reimplanted with another cochlear device. Information regarding treatment of the patient could not be made available.